Manufacturer narrative:
Zoll has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed

Event description:
It was reported that during a shift check, the autopulse platform displayed a user advisory (ua) 28 (loss of clutch connectivity) and 29 (loss of brake connectivity). There was no report of any patient involvement. No further information was provided.